Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4)

Event description:
It as reported that hour glass/no readings/sensor error occurred. The sensor was inserted in the abdomen. The patient lives alone and was not feeling well. Intermittent sensor errors had occurred with the sensor which started approximately 8 days of use. The patient's neighbor stated that the patient¿s voice "did not sound right.¿ the patient's friend told her to check her bg level by doing a finger stick, and she would come over and take her to the hospital. On (B)(6) 2023, it was clarified that the patient did a bg finger stick and found the bg was around 50 mg/dl, and the display screen showed a sensor error. She did not know how long the sensor error had been present. Her friend arrived, she drank orange juice, and went to the emergency room (ER). The patient was confused at the time and was unable to recall details of what treatment she received in the ER, but she remembered that was released the same day, and her neighbor took her home. She was unable to think clearly and has memory lapses when her bg drops below 50 mg/dl. At the time of the report, the patient was doing better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).